Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal morphine 5mg/ml at 1.8145mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient came through the emergency room (ER) yesterday (B)(6) 2015 with a lot of pain and withdrawal symptoms. The patient was also having abdominal pain and some other "issues" unrelated to the pump. The patient was in the intensive care unit (ICU). The alarm was occurring due to an empty pump. The health care provider (hcp) had access to a clinician programmer, and confirmed the empty pump. It was reported that the patient missed a refill, and was experiencing pain/withdrawal. The date that the empty reservoir first occurred was not known, as the logs had not been read. The pump was refilled on (B)(6) 2015. The information contained in the logs, the cause for the empty pump, and clarification of the abdominal pain and other issues remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.